Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated the insulin pump battery died, and battery failed and replace battery alarms occurred. Customer also stated that after inserting new battery display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis